Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. However, the device was put through extensive testing including bench handling, power cycling, and ECG functional stress testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" error message. Complainant indicated that there was no patient involvement in the reported malfunction.